Event description:
It was reported that accolade tmzf neck and trunnion eroded. Head fell off in joint.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown head. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.